Event description:
It was observed that during the device evaluation, the rigid endoscope telescope exhibited the adhesive connection of the light guidepost had come loose, therefore the post was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.